Manufacturer narrative:
.

Event description:
The biomedical engineer (bme) reported that the network card was damaged, and appears the cable got pulled out accidentally. Now the central nurse's station (cns) was having intermittent connectivity issues. No patient harm was reported.